Event description:
User received discrepant ft4 results when compared to another analyzer. Initial ft4 result was 24.8 pmol/l, repeat result from other analyzer was 19.9 pmol/l. No information provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.